Event description:
Related manufacturer reference number: 2017865-2022-11959, related manufacturer reference number: 2017865-2022-11961. It was reported that the patient presented remotely via merlin.net. Device interrogation revealed loss of capture on the pacemaker and right ventricular (rv) lead and the atrial (ra) lead. Oversensing was noted on the ra lead. Under sensing was noted ton the rv lead. No changes or interventions were performed. The patient had passed away due to unrelated causes.